Manufacturer narrative:
Medtronic received the following information from a journal article entitled; fabric failure: an old problem in modern stent grafts domenico a. Diaco and luca boccalon eur j vasc endovasc surg (2021) 62, 868 https://doi.org/10.1016/j.ejvs.2021.08.032. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient during the treatment of an infrarenal abdominal aortic aneurysm on an unknown date. Inferior mesenteric and lumbar artery type ii endoleaks were treated by embolization. It was reported approximately 4 years post the index procedure the patient presented emergently with abdominal and lower back pain. Computed tomography angiography showed an 11 cm infrarenal abdominal aneurysm perfused by a probable endoprosthesis defect. The end prosthesis main body was surgically explanted and showed a hole which caused the type iiib endoleak . The aorta was reconstructed with a non mdt graft. Per the physician the cause of the type iiib endoleak is undetermined.